Event description:
A hospital in massachussetts reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.

Manufacturer narrative:
Ps311480 method: the complaint rd900 neopuff infant resuscitator was returned for evaluation at fisher & paykel healthcare in new zealand where it was visually inpected. Results: visual inspection of the returned neopuff revealed the gas outlet port was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.